Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the pump software intermittently did not accurately adjust the amount of insulin delivered. A pump reset was performed; however, the issue continued to occur. Customer¿s blood glucose level was 294 mg/dl. No additional patient or event information was available.